Event description:
Patient experience painful total knee with polymer. Revision performed january 23, 1992. On pathological examination, the metallic femoral component measured 5.3 x 4.6 cm. The metallic articular surface was smooth and shiny. The high density polyethylene and metallic patellar component measured 3.5 x 3.0 x 1.0 cm. The articular surface was focally roughened. The high density polyethelene and metallic total component measured 5.8 x 4.0 x2.0 cm. The articular surface was markedly worn. The pathological diagnosis was chronic proliferative synovitis with foreign body reactioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: material degradation/deterioration, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.